Event description:
As reported by the field clinical specialist (fcs), during the transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 ultra resilia valve inside a 27 mm surgical valve, post valve implantation and attempt to fracture the surgical valve with a 28 mm non-edwards balloon, there was difficulty withdrawing the non-edwards balloon through the 16fr esheath+ as resistance was encountered. The non-edwards balloon had burst during the attempt to fracture the surgical valve and it was noticed that the tip of the esheath+ had "invaginated" upon itself. The esheath+ was removed with the support of a snare tool that was tightened to the distal end and then the esheath+ was removed from the patient. There were no vascular issues observed. It was noted that there was a plan to fracture the surgical valve after the 29 mm sapien 3 ultra resilia valve was implanted. In order to fracture the surgical valve, a 28 mm non-edwards balloon was chosen. While the surgical valve was expanded with the non-edwards balloon, it did not fracture and the non-edwards balloon burst. Additional information was received revealing the tip of the esheath+ appeared to have pulled back into itself. There was imagery provided for evaluation. A review of the provided imagery revealed a sheath liner delamination. Additional information was received via medical records revealing the patient underwent a successful tricuspid valve in valve procedure via the right transfemoral vein approach with a 29 mm sapien 3 ultra resilia valve inside a surgical valve. A non-edwards balloon was being used for post-dilation and to attempt a fracture of the surgical valve. During post-dilation, the non-edwards balloon burst and there were issues withdrawing the balloon back into and through the esheath+. A snare tool was used to remove the burst balloon and esheath+ and there was no injury to the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The devices were not returned to edwards lifesciences for evaluation as they were discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the procedural fluoroscopic imagery revealed the esheath+ was in the femoral region on the right access side with the radiopaque marker band displaced relative to the distal end of the esheath+ and there was a snare tool at the aortic bifurcation through the left access side. A review of the post tavr procedure device imagery shows the esheath+ distal tip appearing to be opened as designed. The distal end of the liner was fully delaminated circumferentially and bunched. The reminder of the liner that was noted to be visible appeared to be expanded as designed. The radiopaque marker was unable to be identified at the esheath+ tip, suggesting potential dislodgement. Subsequently, additional procedural fluoroscopic imagery of the pelvic region was provided, and a review of the imagery revealed the esheath+ radiopaque marker band was not present. Additional information was provided by the field clinical specialist (fcs) revealing there was no indication or concern expressed by the physician for anything being left inside the patient's body. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the difficulty withdrawing the non-edwards device through the esheath+ and esheath+ liner delamination that resulted in a snare tool being used to assist in removing the devices were confirmed based on review of the provided imagery. As the devices were not returned due to being discarded, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the esheath+ during device unpacking or preparation. As reported, "during the transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 ultra resilia valve inside a 27 mm surgical valve, post valve implantation and attempt to fracture the surgical valve with a 28 mm non-edwards balloon, there was difficulty withdrawing the non-edwards balloon through the 16fr esheath+ as resistance was encountered. The non-edwards balloon had burst during the attempt to fracture the surgical valve and it was noticed that the tip of the esheath+ had "invaginated" upon itself. The esheath+ was removed with the support of a snare tool that was tightened to the distal end and then the esheath+ was removed from the patient." Per review of the provided imagery, procedural fluoroscopy showed the esheath+ radiopaque marker band displaced relative to the distal end of esheath+. The post tavr procedure device imagery showed the distal end of the esheath+ liner fully delaminated circumferentially and bunched. The radiopaque marker band was unable to be visualized at the esheath+ tip, suggesting potential separation of the marker band. The distal tip appeared to be opened as designed, and the remainder of the liner appeared to be expanded as designed. In this case, a non-edwards balloon was used to attempt to fracture a pre-existing surgical valve after transcatheter heart valve (thv) implantation in the tricuspid position with a sapien 3 ultra resilia valve, which is an off-label operation. The non-edwards balloon burst during the attempt. A burst balloon can lead to an altered balloon profile, which can lead to withdrawal issues when withdrawing through the sheath, as the altered balloon can catch onto the distal tip/inner liner of the sheath and lead to the reported withdrawal difficulty. It was reported that a snare tool was used to help with the removal of the burst balloon and sheath. If additional device manipulation was applied to overcome the withdrawal difficulty, it could lead to the observed liner delamination. Although a definitive root cause is unable to be determined at this time, the available information suggests that procedural factors (burst non-edwards balloon caught on sheath liner) may have contributed to the withdrawal difficulty, while procedural factors (withdrawal difficulty and additional device manipulation) may have contributed to the liner delamination. In regard to the radiopaque marker (c-marker) band separating during use, this event was unable to be confirmed based on review of the provided imagery. As the device was not returned due to being discarded, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case, the withdrawal difficulty likely led to the delamination of the liner at the esheath+ tip, which would expose the marker band. If additional device manipulation was applied to overcome the withdrawal difficulty, it could lead to the separation of the marker band. Although a definitive root cause is unable to be determined at this time, the available information suggests that procedural factors (withdrawal difficulty and additional device manipulation) may have contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated for this type of event. A review found the control limits were not exceeded. As such, no corrective or preventative action is required at this time.